Manufacturer narrative:
The following fields have been updated with additional/corrected information: d1,h6 and h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 14-nov-2022 to 13-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device got rebooted by self. A field service engineer replaced the power supply module and receded all-in-one to resolve the issue. The system was functional as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer while using a pyxis medstation es station, it continued to reboot itself and was not able to retrieve the medication in the oncology department. The customer stated that a new fridge was installed at the station, and it has been experiencing issues ever since. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer while using a pyxis medstation es station, it continued to reboot itself and was not able to retrieve the medication in the oncology department. The customer stated that a new fridge was installed at the station, and it has been experiencing issues ever since. The customer reported that there was no delay in the patient workflow since users managed to obtain the medications from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident the device application logs showed that the station repeatedly rebooted because of a battery power failure. A field service engineer swapped out the power supply module that had retracted the all-in-one to resolve the issue. The system functioned as intended.